Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed it was verified its nonosseointegration. 32 ncm of primary stability was achieved. The patient presented insuficient bone quality/quantity (bone type IV) and bone graft was executed.